Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) due to atrial arrhythmia. The shock appeared to have slowed the rate. This device remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD provided four anti-tachycardia pacing (atp) and two shocks due to an atrial arrhythmia and the therapy did not convert the rhythm. Technical services (ts) indicated that this may have been inappropriate therapy, however the device was operating as programmed. No additional adverse patient effects were reported. This device remains in service.